Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was stated that when they first got this it was wonderful, definitely; they had wonderful years of service, it helped beautifully. It was reported that they had been ¿having a problem the last time went to put a battery in.¿ it was noted that it did not work, the healthcare provider¿s office did not get it to work, and it was not working right now either. The patient requested a new healthcare provider who could have someone come in. The patient was provided with contact information. There were no patient complications reported as a result of this event.